Event description:
A dentist was performing a routine procedure on a pt using a dental electrical handpiece when the handpiece heated up and burned pts tongue.

Manufacturer narrative:
A dentist was performing a routine procedure on a pt using a dental electrical handpiece when the handpiece heated up and caused a small burn on pts tongue. During product eval, it was found that the bearings are gritty and the handpiece runs out of specification. Exemption number (B)(4). Kavo dental (B)(4) (the MFR) is submitting the report on behalf of kavo dental (B)(4) (the importer).